Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated despite attempts using two different programmers and two different wands. Magnet application did not elicit tones. No pacing was observed.